Event description:
Based on review of medical records provided by the pt's attorney: on (B)(6) 2007, right mid-lower abdominal hernia repair with a kugel mesh patch. On (B)(6) 2007, exploratory laparotomy, explant of kugel mesh, repair of recurrent right lower quadrant hernia with sutures. Mesh noted to have contracted. On (B)(6) 2007, repair of recurrent incisional hernia with composix l/p mesh. On (B)(6) 2008, open ventral hernia repair with non-bard mesh. Composix l/p left in place. On (B)(6) 2008, ventral hernia repair with ventralex mesh and abdominoplasty.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with rae 2008004. Subsequently, davol has received add'l event info indicating that the associated event device is not a recalled composix kugel mesh; therefore we are submitting this MDR based on the add'l info received. Currently, it is unk whether the device may have caused or contributed to the alleged event. The pt is reported to have developed a recurrence, which is stated as a possible adverse reaction in the product's instruction for use. The medical records note that the mesh had contracted. While no sample has been returned for eval, a mfg review was performed and did not find evidence of a mfg related cause for the alleged event. We have contacted the initial reporter to obtain add'l info and to have the device returned, without add'l info, no conclusion can be drawn. Refer to MDR 1213643-2011-00696 for info regarding the composix l/p implanted on (B)(6) 2007.